Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country rep for (B)(4) that there was a vns pt with high lead impedance on their system diagnostic testing. The pt's vns device has been programmed off. There was no report of any pt fall or injury preceding their high impedance event. Surgery may be planned pending the outcome of their x-ray review. X-rays have not been rec'd at the manufacturer for review at this time. Good faith attempts are underway.